Event description:
(B)(4). I have been having pelvic pain constantly. I have no energy, I used to be active before essure. Can't sleep. Weight gain. Diagnosed with high blood pressure because of my weight. Pain everywhere. Bloated. Depressed all the time. No sex drive. I'm allergic to it. Moody all the time.